Event description:
It was reported that there was an issue with a tandem mobi pump, where after each cartridge change, the pump continued to indicate that a new cartridge was needed. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.